Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, rotated heart, restricted and short posterior. A clot was observed on the dilator. The steerable guide catheter (sgc) was removed and flushed. The physician decided to replace the sgc. Two clips were then successfully implanted. To further reduce mr, an additional clip was implanted. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that grasping was difficult. To stabilize the slda, an attempt to implant an addition clip was unsuccessful. The additional clip was unable to grasp both leaflets. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult leaflet grasping were unable to be determined. The reported unchanged mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.